Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. The left ventricular lead was also noted to have high capture threshold. The lead remains in use. No patient complications have been reported as a result of this event.